Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue was the vicryl plus suture used on? Can you identify the lot number of the vcp316h suture? What was the condition of the tissue where vicryl plus suture was used (normal, diseased, weakened)? Was the granuloma removed? What was the date of the second procedure? What is the surgeon opinion as to relationship of the vicryl plus suture and the patient reaction? Can you describe the appearance of the suture during the second procedure? Can you provide patient age, gender, weight, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an orthopedic joint procedure on an unknown date and suture was used. The patient experienced subcutaneous granulomatous reaction on an unknown date approximately sixty days post procedure. An additional revision procedure was performed on an unknown date. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/3/2019. Additional information was requested and the following was obtained: what was the date of the initial procedure? From february to july 2018. What was the name of the procedure? Total hip or shoulder replacement what tissue was the vicryl plus suture used on? Skin and subcutaneous tissue. What was the condition of the tissue where vicryl plus suture was used (normal, diseased, weakened)? When vicryl plus was used the tissue was normal. Was the granuloma removed? Yes, it was. What was the date of the second procedure? After 60 days from the first procedure (don¿t have the specific date). What is the surgeon opinion as to relationship of the vicryl plus suture and the patient reaction? Surgeon think that the reaction of the patient is due to the vicryl plus suture. What is the current condition of the patient? Now the patient is ok. There were no consequences for patient after the second procedure. The following information was requested but unavailable: can you identify the lot number of the vcp316h suture? Can you describe the appearance of the suture during the second procedure? Can you provide patient age, gender, weight, other medical conditions?